Event description:
It was reported that device alarmed cassette not attached. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log verified that there was a cassette not attached alarm. Visual and functional tests were performed. The cause of the problem was an intermittent downstream occlusion (dso) sensor, and it was replaced to fix the issue.